Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular. Block h11: block h6 (patient code), has been corrected.

Event description:
It was reported that a spaceoar vue device was implanted during a placement procedure performed on (B)(6) 2024. Before the hydrogel injection, the patient appeared to have some blood in the needle during hydrodissection. The physician repositioned and pulled back the needle and no blood were observed. Subsequently, the hydrogel was injected. The patient was asymptomatic following the procedure, except for developing a low-grade fever. He had a prior biopsy with a hematoma, and the interventional radiologist (ir) believed that the fever was due to the hematoma from the biopsy. The patient underwent a computerized tomography scan, which showed that the hematoma had resolved, but the fever persisted. Antibiotics were administered. Further image review revealed that half of the gel had entered the venous plexus, traveled up into the distal iliac vein, and terminated there, with spotty distribution around the venous plexus. The patient exhibited no shortness of breath or signs of pulmonary embolism (pe) but experienced some urinary bother, leading to additional antibiotic treatment.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular.

Event description:
It was reported that a spaceoar vue device was implanted during a placement procedure performed on (B)(6) 2024. Before the hydrogel injection, the patient appeared to have some blood in the needle during hydrodissection. The physician repositioned and pulled back the needle and no blood were observed. The patient was asymptomatic following the procedure, except for developing a low-grade fever. He had a prior biopsy with a hematoma, and the interventional radiologist (ir) believed that the fever was due to the hematoma from the biopsy. The patient underwent a computerized tomography scan, which showed that the hematoma had resolved, but the fever persisted. Antibiotics were administered. Further image review revealed that half of the hydrogel had entered the venous plexus, traveled up into the distal iliac vein, and terminated there, with spotty distribution around the venous plexus. The patient exhibited no shortness of breath or signs of pulmonary embolism (pe) but experienced some urinary bother, leading to additional antibiotic treatment.